Event description:
It was reported that the pt experienced a shocking and jolting sensation at the implantable neurostimulator site. The pt could not associate any specific event or accident to the complaint. The pt's status was considered "fair". Additional info has been requested, but was not available as of the date of this report.